Event description:
It was reported that the patient had generator replacement surgery due to neos=yes. There were no allegations against the device at that time. The generator was received, and analysis identified that the battery was pulse disabled and had depleted more quickly than expected due to contaminates on the test tab of the printed circuit board assembly (pcba). The data from the generator was indicative of premature battery depletion as the voltage was much lower than expected as compared to the charge consumed. This was due to laser-routing performed during the manufacturing process.